Manufacturer narrative:
(B)(4). Date sent: 4/16/2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: please note that the stapler used was a psee60 with lot t94f3w.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information: three photos were received for review. The 1st photo shows a blue cartridge fully fired with the pan detached. The 2nd photo shows a tyvek with lot: t4029t. The 3rd photo shows a blued cartridge, fully fired with the pan detached inside the package. Based on the photos reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during a low anterior resection, after the use of stapler, the reload broke. Surgery was delayed 10 minutes, but was successfully completed with a new stapler and reload. No fragments were generated and there were no patient consequences.